Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having charging issues with ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.

Event description:
It was reported that the patient was having charging issues with ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
The returned ipg (sc-1160 sn: (B)(6)) was analyzed, passed all tests performed, and exhibited normal device characteristics.